Event description:
Event description guidant received information that this patient presented to physician's office in an intrinsic rhythm of atrial fibrillation with not capturing. The patient is asymptomatic. The sensing and impedance measurements are normal.

Event description:
Event description guidant received information that this patient presented to physician's office in an intrinsic rhythm of atrial fibrillation with not capturing. The patient is asymptomatic. The sensing and impedance measurements are normal. Information was later received that this device was explanted for normal battery depletion. No adverse patient effects were noted.

Manufacturer narrative:
A technical service consultant discussed this with the physician. He is going to reprogram the pacemaker to a higher voltage to ensure capture. No additional information is available at this time. If additional information becomes available, the event will be reopened. The product has not been returned. If returned, or if additional information becomes available, this event will updated.